Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e2: health professional is e2. Correction to e3: occupation is administrator/supervisor. Correction to g2: health professional should have been selected in addition to user facility and company representative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation found that the white residue in the air/water channel and cylinder was due to the device not being reprocessed at the user facility before being sent back to olympus. The event can be [detected/prevented] by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope was heavily soiled. The issue occurred during reprocessing. There were no reports of patient harm.